Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a puff of smoke came out of the pump. At the time of the issue, the customer was not on the pump and the pump was charging in a wall outlet. The contact reported there was no apparent damage to the pump or cable and no alarms were present. The customer's blood glucose level was 130 mg/dl. Contact confirmed that an alternate method of insulin delivery was available.